Event description:
I had a pixel laser skin surgery done on my face to treat acne scars on (B)(6) 2011. As a result of this procedure, I have since suffered increasingly more damage than I had going into the procedure. I now have fat atrophy in my cheeks, ice pick scars, enlarged pores, rough textured skin resembles almost like a lizard, sagging skin as my skin was very firm, plump, and youthful prior to the procedure. The integrity of my skin has been damaged. It appears very, very old and aged, drooping and sagging. It has messed up my self esteem. I no longer go outside, I hide in the house all the time. I have since had to begin psycho-therapy. Fraxel laser (B)(6) 2011.